Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "error 1870". Subsequently, the patient switched to a backup pump for a life sustaining medication infusion. No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the rear labels were slightly altered, the lens was worn and the rear housing was damaged at the I/o ports. Review of the event history log showed an occurrence of error 1870. Functional testing involved simulated use and showed that the pump displayed last error code 1870 on power up. The pump was opened up and it was found that the motor was coming apart. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.